Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was flipped. After the flip there was pulling along the extension and the area was sore. The patient did not have a tingling or shocking sensation. The patient had complications getting the implantable neurostimulator to respond in a timely manner. The healthcare provider was to return from vacation before further diagnostics could be performed.